Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the keypad buttons were intermittently unresponsive after swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/24/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the unresponsive keypad buttons was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination was found under the button contacts. There was no visible moisture on the outside of the pump. A leak test revealed a crack and leak in the pump case. The pump case was opened and moisture was found throughout the inside of the pump, including on the keypad flex connector.